Event description:
Med. Records show pt had a closed capsulotomy of the left breast on 3/27/79. Physician's letter states pt has a positive rheumatoid factor, pain in the joints, right thumb, left shoulder, chronic fatigue, thinning of hair, photosensitivity to sun with skin blotches, difficulty swallowing, weight change, tires easily, headaches on the left side, morning stiffness and arthritis. Pt alleges she has been sick for several years, her health has been deteriorating for the last few years, one is real hard with scar tissue, she has rashes, headaches, back trouble and she wants them out.